Manufacturer narrative:
Batch review performed on 22 may 2025. (B)(4) items manufactured and released on 20-oct-2020. Expiration date: 2025-10-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: cup: versafitcup 01.26.54mb acetabular shell ø 54 (k083116) lot. 163912. Batch review performed on 23 may 2025: (B)(4) items manufactured and released on 11-oct-2016. Expiration date: 2021-09-28. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2017. On (B)(6) 2017, the patient came in reporting of pain. The surgeon revised the stem, head and liner. The surgeon used another company's stem with a medacta head and liner. The surgery was completed successfully. On (B)(6) 2024, the patient came in reporting pain due to a broken stem. The surgeon revised the competitor stem and revised the medacta head and liner. The surgery was completed successfully. On (B)(6) 2025, the patient came in reporting pain due to the head dislocating from the versafitcup dm shell. The surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
D9. Corrected because on the 10th of july we have received the information that the device is not available for evaluation. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.